Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no volumes were showing on the vent, and the trach cuff was visibly deflated. When they examined the trach that was removed, they attempted to fill the cuff with sterile water and there was a pinhole leak in the cuff with a stream of water noted. It happened again with ventilator alarming circuit disconnect and the trach cuff was leaking. The customer tried to instill a small amount of sterile water into the cuff, the patient started to cough, and the cuff leak remained. This occurred 3 times on the same patient. The first trach was discarded, but they kept the second two. There was no patient harm/adverse event.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. A leak was observed from each of the cuffs. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.